Manufacturer narrative:
Final analysis found the reported field event of no sensing was confirmed in the laboratory. The device was tested on bench and moisture getter was found on the header feedthrough pins, consistent with the reported sensing issue from the field.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardiac monitor (icm) implant procedure. During the procedure the device was placed and no sensing was observed. The icm was removed and replaced and normal sensing was obtained. The procedure was completed and the patient was stable throughout.